Manufacturer narrative:
Evaluation of the returned ace68 revealed that the distal shaft was stretched. This damage is typically a result of forcefully retracting the device against resistance during use. The root cause of the resistance could not be determined. During functional testing, the ace68 was unable to be advanced through the returned neuron max due to the stretch in its distal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing approximately two centimeters of an ace68 through the distal tip of the neuron max, the ace68 became stuck. Therefore, the neuron max and the ace68 were removed together. Afterwards, it was noticed that the distal end of the ace68 was ovalized. The procedure was completed using a penumbra system 3max reperfusion catheter (3maxc), the same neuron max and a non-penumbra stent retriever. There was no report of an adverse effect to the patient. It was reported that after the procedure, the ace68 was flushed, and it was noticed that the ovalized area of the ace68 was kinked.